Event description:
It was reported that while cutting the femoral head in a surgical procedure, the blade broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there were no delays and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.